Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump battery charged to 100% after being connected to a power source for 10 minutes. In addition, the battery gauge dropped from 80% to 5% after being connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.